Manufacturer narrative:
The reference (B)(4) has been allocated to this case. The event description provided states "the injector "shot" the lens out with a considerable amount of force - this caused a tear in the capsular bag and the patient needed a vitrectomy to clear the vitreous coming through". The rayone iol remains implanted in the eye. The rayone preloaded iol injection system use risk analysis identifies advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of explosive expulsion of lens". Rayner is following up to obtain additional information to facilitate further investigation of the event.

Event description:
On 12th june 2024, rayner received notification from a healthcare facility in australia of an event that occurred during use of a rayone preloaded iol (model unspecified). The event description provided states "...the injector "shot" the lens out with a considerable amount of force - this caused a tear in the capsular bag and the patient needed a vitrectomy to clear the vitreous coming through".